Manufacturer narrative:
(T:flex) per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 500 units of insulin. Reportedly, the customer overfilled the cartridge. Customer¿s blood glucose was 250 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.